Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial histograms data did not show completely on a patient's implantable heart device's in-office interrogation with the programmer. It was additionally noted that the interrogation session information was saved to a portable data file and the complete histograms information was present on that. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.